Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was displayed for a while but soon was not displayed, when the gif-q180 was connected to the subject device at the preparation for use of the oesophagus gastro duodenoscopy. The user changed the gif-q180 to gif-h190 and the same problem was happened in the begging but the image of the subject device was recovered by itself. The user started the procedure and completed. The field service engineer of olympus (B)(4) went to check the subject device at the user facility, but it could not be duplicate the reported phenomenon. It was tested with an endoscope which had used when the reported phenomenon was occurred and another endoscope numerously but could not identify. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] due to the following facts found out from the investigation, it could not be determined the cause of this phenomenon. <facts found out from the investigation> -according to the evaluation of the field service engineer of olympus malaysia, it was confirmed that the phenomenon was not duplicated. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.